Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of a perforation is listed in the xience sierra, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided that after post-dilatation was performed at the 4.0 x 23 mm xience sierra stent, a perforation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 23 mm xience sierra stent and a 4.0 x 23 mm xience sierra stent in the severely calcified mid left anterior descending artery (lad). Post dilatation was performed, and it was noted that a perforation occurred. Echocardiogram was performed and no pericardial effusion was seen. Medication was administered and a 4.0 x 16 mm graftmaster stent was successfully implanted to treat the perforation. The event resolved on (B)(6) 2018. No additional information was provided.